Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless ipg implant procedure, the device was deployed three times with no capture exhibited. On the third attempt threshold was stable but slowly worsened after a few minutes. The leadless ipg was then re-positioned and deployed multiple times that included system withdraw and rinsing. On the 10th leadless ipg deployment, stable values were obtained. The delivery system tether was cut, device tug test performed, and loss of capture occurred. Physician suspected leadless ipg dislodge. As a result, the leadless ipg was removed and replaced with another of the same device with good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.